Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager hasp was falling off. A field service engineer installed the new tape, mounted it and adjusted the box position to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager was falling off. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.